Event description:
Lift was being used to transfer a resident from the bed to a chair. Three nursing assistants were assisting with the lift. The resident had the sling, used with the lift placed under the trunk of his body (from the level of the underarms to the knees). The appropriate straps had been attached to the cross bar of the lift & to the sling. The resident was lifted up over the bed & then the lift was pulled out from under the bed & turned toward the chair. At this point the mast (which should be stationary in the base) swung to the side taking the boom along with it. The lift began to lean over to the one side. As the mast turned & the boom turned, the nursing assistant was hit forcefully at the top of the right frontal area of the head. No open areas were present on the staff person's head, but a raised area of contusion formed. The resident sustained no injuries but was stabilized by the other two nursing assistants & lifted into the chair. The nursing assistant injured was transported to the hosp ER. She was released with an order for medicine for the headache, & to be observed for further symptoms. A cat scan of the head was performed on 9/29/95 & the staff member was to remain home from 9/30/95 to 10/1/95. The staff member returned to work on 10/2/95, was still complaining of a headache, appeared unstable. The staff member was sent home & did not return to work until 10/9/95. In examining the lift, the facility maintenance dept determined that the "mast" which is not permanently attached to the base, must have been lifted out of the base approx 1", allowing the mast & boom to swing to the side, hitting the staff member.